Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) female patient who had essure (batch no. A20059) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nausea, vomiting, nausea, pulmonary thrombosis and thrombosis leg. Concomitant products included cefatrizine propylenglycolate sulfate (cetrizin), diphenhydramine hydrochloride (benadryl), ibuprofen, ondansetron (zofran) and tramadol hydrochloride (ultram). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("heavy bleeding during menstruation, prolonged, abnormal menses,abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe abnormal pain during menstruation / dysmenorrhea (cramping)") and weight fluctuation ("weight fluctuation"). On (B)(6) 2015, 2 years 8 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), peripheral swelling ("autoimmune disorder: swelling in hands and feet") and ovarian cyst ("autoimmune disorder (right ovarian cyst)"). On (B)(6) 2016, the patient experienced bacterial vaginosis ("(bladder/urinary tract/vaginal) type: bacterial vaginosis"). On (B)(6) 2017, the patient experienced vulvovaginal candidiasis ("(bladder/urinary tract/vaginal) type: candidal vulvovaginitis"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("lower back pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, vaginal haemorrhage, bacterial vaginosis, vulvovaginal candidiasis, peripheral swelling, ovarian cyst, abdominal pain, back pain and allergy to metals outcome was unknown and the menorrhagia, dysmenorrhoea and weight fluctuation had not resolved. The reporter considered abdominal pain, allergy to metals, back pain, bacterial vaginosis, dysmenorrhoea, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, peripheral swelling, uterine haemorrhage, vaginal haemorrhage, vulvovaginal candidiasis and weight fluctuation to be related to essure. The reporter commented: there were no complications and the patient tolerated the insertion procedure well. Removal procedure performed without complication and patient tolerated the procedure well. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain , abdominal pain, abnormal uterine bleeding most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet & medical record received. Events abnormal bleeding, vaginal, bacterial vaginosis,candidal vulvovaginitis , swelling in hands and feet, nickel allergy, weight fluctuation, right ovarian cyst are added. Lot number added. Lab data updated. Historical & concomitant conditions & drugs are added. Product, patient & reporter information updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("is floating around my abdomen impaling various organs"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 37-year-old female patient who had essure (batch no. A20059) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nausea, vomiting, nausea, pulmonary thrombosis, thrombosis leg, bipolar disorder and depression. Concomitant products included cefatrizine propylenglycolate sulfate (cetrizin), diphenhydramine hydrochloride (benadryl), ibuprofen, ondansetron (zofran) and tramadol hydrochloride (ultram). On (B)(6) 2012, the patient had essure inserted. In may 2014, the patient experienced menorrhagia ("heavy bleeding during menstruation, prolonged, abnormal menses,abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe abnormal pain during menstruation / dysmenorrhea (cramping)") and weight fluctuation ("weight fluctuation"). On (B)(6) 2015, 2 years 8 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), peripheral swelling ("autoimmune disorder: swelling in hands and feet") and ovarian cyst ("autoimmune disorder (right ovarian cyst)"). On (B)(6) 2016, the patient experienced bacterial vaginosis ("(bladder/urinary tract/vaginal) type: bacterial vaginosis"). On (B)(6) 2017, the patient experienced vulvovaginal candidiasis ("(bladder/urinary tract/vaginal) type: candidal vulvovaginitis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("lower back pain"), allergy to metals ("nickel allergy"), swelling ("swelling") and endometriosis ("endometriosis"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the device dislocation, uterine haemorrhage, genital haemorrhage, vaginal haemorrhage, bacterial vaginosis, vulvovaginal candidiasis, peripheral swelling, ovarian cyst, abdominal pain, back pain, allergy to metals, swelling and endometriosis outcome was unknown and the menorrhagia, dysmenorrhoea and weight fluctuation had not resolved. The reporter considered abdominal pain, allergy to metals, back pain, bacterial vaginosis, device dislocation, dysmenorrhoea, endometriosis, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, peripheral swelling, swelling, uterine haemorrhage, vaginal haemorrhage, vulvovaginal candidiasis and weight fluctuation to be related to essure. The reporter commented: there were no complications and the patient tolerated the insertion procedure well. Removal procedure performed without complication and patient tolerated the procedure well. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain , abdominal pain, abnormal uterine bleeding . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of product technical complain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device dislocation ("is floating around my abdomen impaling various organs"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 37-year-old female patient who had essure (batch no. A20059) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nausea, vomiting, nausea, pulmonary thrombosis, thrombosis leg, bipolar disorder and depression. Concomitant products included cefatrizine propylenglycolate sulfate (cetrizin), diphenhydramine hydrochloride (benadryl), ibuprofen, ondansetron (zofran) and tramadol hydrochloride (ultram). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("heavy bleeding during menstruation, prolonged, abnormal menses,abnormal bleeding (menorrhagia)"), dysmenorrhoea ("severe abnormal pain during menstruation / dysmenorrhea (cramping)") and weight fluctuation ("weight fluctuation"). On (B)(6) 2015, 2 years 8 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), peripheral swelling ("autoimmune disorder: swelling in hands and feet") and ovarian cyst ("autoimmune disorder (right ovarian cyst)"). On (B)(6) 2016, the patient experienced bacterial vaginosis ("(bladder/urinary tract/vaginal) type: bacterial vaginosis"). On (B)(6) 2017, the patient experienced vulvovaginal candidiasis ("(bladder/urinary tract/vaginal) type: candidal vulvovaginitis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("lower back pain"), allergy to metals ("nickel allergy"), swelling ("swelling") and endometriosis ("endometriosis"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the device dislocation, uterine haemorrhage, genital haemorrhage, vaginal haemorrhage, bacterial vaginosis, vulvovaginal candidiasis, peripheral swelling, ovarian cyst, abdominal pain, back pain, allergy to metals, swelling and endometriosis outcome was unknown and the menorrhagia, dysmenorrhoea and weight fluctuation had not resolved. The reporter considered abdominal pain, allergy to metals, back pain, bacterial vaginosis, device dislocation, dysmenorrhoea, endometriosis, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, peripheral swelling, swelling, uterine haemorrhage, vaginal haemorrhage, vulvovaginal candidiasis and weight fluctuation to be related to essure. The reporter commented: there were no complications and the patient tolerated the insertion procedure well. Removal procedure performed without complication and patient tolerated the procedure well. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: pelvic pain , abdominal pain, abnormal uterine bleeding most recent follow-up information incorporated above includes: on 11-jul-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as endometriosis, swelling, is floating around my abdomen impaling various organs. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.